Event description:
It was reported that the right ventricular (rv) lead high voltage defibrillation impedance was high and an alert triggered. It was also reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. Follow-up with the physician's office revealed further trouble-shooting was done for the rv lead issue and low impedance was produced positionally. The sensing was reprogrammed and the lead remains in use. Follow-up also noted the lv lead was reprogrammed, and the physician plans to do invasive evaluation and possibly explant and replaced with lead. It was also reported about six months after the implant procedure, the patient rolled over in bed and device tenting occurred. The device remains in use. No further patient complications have been reported as a result of this event.